Event description:
Customer reported that a patient had abdominoplasty in 2004, and presented with a reaction described as a hard palpablo mass in 2006. The patient has a reoperation 1 week later for removal of the mass with encapsulated suture.

Manufacturer narrative:
The actual product code involved is not known. The facility reports the following possible codes: cx30d, x865h. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.